Event description:
It was reported that during an unknown procedure the anvil damaged.

Manufacturer narrative:
(B)(4). Date sent 6/25/2025. D4 batch # 849c00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 849c00, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences - no. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event - no.